Event description:
A peritoneal dialysis (pd) patient reported that they experienced peritonitis manifested by cloudy effluent. It was reported the peritonitis "may be related to the minicaps. The patient reported "they discovered the minicap was dry". The patient was hospitalized for 4 days. The patient was treated with intravenous antibiotics (discontinued). During hospitalization the pd catheter was removed, and the patient was transferred to hemodialysis. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a companion sample was provided for evaluation. A visual inspection of the companion sample was performed which revealed the presence of iodine. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.